Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. Further in situ measurements during implantation show several channels with hi status likely due to a damage to the active electrode, which occurred during surgical handling. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further checks are planned but no date has been scheduled yet.

Event description:
The hearing performance of the user's left-sided implant is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.